Manufacturer narrative:
H.3. If a device evaluation and or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 5ml ll euro 125 s/c had foreign matter. The following information was provided by the initial reporter: when inspecting the material before use, the operators detected that there is an oily substance inside the syringe on the plunger, see picture. Hypothesis: too much lubricant on plunger containment: syringes are rejected, not used (no patients at risk).

Manufacturer narrative:
Pr (B)(4) follow up report for correction. The event/product problem was incorrect in the initial MDR. Correct event/product problem is silicone visible. Sixteen samples and two photos of 5ml eurographic syringes lot 2340654 were received and evaluated. Sixteen loose syringes and eight open packages containing all applicable product information were received. All sixteen samples showed no stringing, pooling, or excess silicone. The two images each show a close-up image of a loose syringe with silicone visible on the stopper: however not excessive. Ftir analysis was performed and confirmed the substance to most likely be silicone used in the manufacturing process. The condition observed is acceptable per product specification. The reported defect was not identified in the samples received. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. A device history record review was completed for provided lot number 2340654 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Post investigation findings revealed that the "oily substance inside the syringe on the plunger¿ is silicone.